Event description:
During nursing care, the infant¿s g-tube button fell out. Rn (registered nurse) noted the balloon was deflated. Surgery np (nurse practitioner) assessed g-tube noting a small hole in the balloon.